Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm).

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.